Event description:
A ventilator was evaluated by a field service engineer for service. The device was not in patient use. During the evaluation of the device by the field service engineer, the device failed a test step during testing. The device's oxygen blending module assembly was replaced to address the issue.

Event description:
A ventilator was evaluated by a field service engineer for service. The device was not in patient use. During the evaluation of the device by the field service engineer, the device failed a test step during testing. The device's oxygen blending module assembly was replaced to address the issue.